Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic after receiving a vibratory alert and several read errors had occurred with the patient's device. Upon interrogation the device was found to be in back up mode. Programming changes were made and the patient was stable.